Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/14/2021. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Female. 2. What were the diagnosis and indication for the index surgical procedure? Total thyroidectomy. 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Unknown. 4. Was there any intraoperative concurrent use of other products? A harmonic har9f. It is unknown is any other hemostasis products were used. 5. What is the lot number? Unknown. 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? The surgicel powder was used at the end of the case. 7. Where was the surgicel used (on what tissue)? When completed with the removal of the thyroid it was put in the bed before closing. 8. How much surgicel was used during the procedure? Unknown. 9. Was the surgicel product left in place? Was the excess irrigated and removed? According to the surgeon, he used the surgicel powder and irrigated excess. 10. What lead to the patient being admitted to the ICU? In the pacu the patient was having problems breathing. 11. What were current symptoms following the index surgical procedure? Onset date? In the pacu the patient developed trouble breathing. 12. Has any surgical or medical intervention been performed? Yes. They had to do a tracheotomy on the patient. 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? He is not sure. He checked that both of the nerves were stimulated before closing. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative admittance to the ICU? Unknown. 15. What is the patient¿s current status? Patient still has a tracheotomy. He thought one side was healing, but I guess that is not the case. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What lead to the patient being admitted to the ICU? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative admittance to the ICU? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a thyroidectomy procedure on (B)(6) 2021 and absorbable hemostat was used. Postoperatively the patient presented and was admitted to the ICU. Additional information was requested.